Event description:
It was reported that while advancing the catheter over a guide wire the catheter froze on the guide wire, before it entered the pt. The soft tip of the cahteter separated during an attempt to remove the catheter from the guide wire.